Event description:
Healthcare professional reported left side "flipped/displacement" (captured as migration). Surgery was performed to correct product displacement and pocket narrowed. Healthcare professional later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and device migration.